Event description:
It was reported that there was code 42224.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. A review of the event history log confirmed the reported alarm, twice. Functional testing was unable to duplicate the reported problem. The main board was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.